Event description:
I had mentor textured breast implants and became immediately ill. I've been to urgent care 4 times, ER once and numerous doctor visits and tests. I'm having them taken out on (B)(6). Had problems after switching from one product maker to another maker? Yes. FDA safety report ID #: (B)(4).